Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables, wall adapters and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and would not charge. Reportedly, the customer believed the charging issue was caused by corrosion on the pump. The customer¿s blood glucose was in the high 100s (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.